Event description:
In 2007, it was reported to boston scientific corporation that a male pt underwent treatment with a prolieve thermodilation kit on two days later, as part of a study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complaint, the pt developed a urinary tract infection (uti) on four days prior to original date, and was treated with a course of macrobid antibiotic. The infection resolved on ten days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.